Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects of hypersensitivity, inflammation, unspecified tissue injury, and the relationship to the product, if any, cannot be determined. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: "nickel allergy: no device too small.

Event description:
It was reported that a vessel puncture closure of an unknown vessel using a starclose device for a surveillance cerebral angiography of a resolving internal carotid artery aneurysm procedure. Post-operatively, patient developed right groin ulcerations, burning pain, and limited hip flexion. The 6 french sheath right groin access site was closed with a nickel based starclose device. The patient was not allergy tested pre-operatively, but nickel sensitivity was documented. Removal was planned after three months of unsuccessful non-operative management. Needle localization technique was used to remove the starclose clip. Symptoms resolved after removal. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Details attached in article: "nickel allergy: no device too small.